Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. (B)(6). The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the supply manager was having a look at the suspect device and went through the action of drawing up and recapping. The needle went straight through the side of the lid and into her thumb. The needle appeared to go where the grooves in the plastic are very thin and the needle is able to pierce straight through. No medical intervention provided.